Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was inappropriately shocked due to this lead being dislodged. Loss of capture was seen at 2 mv. The lead was successfully revised on (B)(6) 2016.